Event description:
Clinical adverse event received for right total hip replacement because of secondary osteoarthritis due to hip dysplasia. This report reflects information received by fdain the form of a notification per 803.22 (b)(2).